Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. Finally no unusual grinding sounds were noted while the motor was in rewind. After further review, there were no loose components rattling inside the unit. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly, random no delivery alarms, during the rewind process motor would grind. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.